Event description:
It was reported that, "about two years ago the patient came to dr (B)(6) complaining of a "squeaking hip". It progressively got louder to where the patient wanted it taken care of."

Manufacturer narrative:
Additional information has been requested and if received will be provided in a supplemental report.